Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery (sfa). A 6.0mmx100mmx135cm sterling¿ balloon catheter was advanced to the lesion. The balloon ruptured under nominal pressure at 6 atmospheres. The balloon ruptured longitudinally and circumferentially. The balloon was deflated; however, it was noted that the balloon did not rewrap well. The device was then completely removed from the patient and the procedure was completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with no other devices. There was blood and contrast in the inflation lumen. The inner shaft within the balloon appeared to be stretched and the distal tip was damaged. Inspection under magnification revealed the balloon material was completely circumferentially torn 24mm from the proximal markerband. There were no irregularities in the balloon material that could have contributed to the tear. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery (sfa). A 6.0mmx100mmx135cm sterling balloon catheter was advanced to the lesion. The balloon ruptured under nominal pressure at 6 atmospheres. The balloon ruptured longitudinally and circumferentially. The balloon was deflated; however, it was noted that the balloon did not rewrap well. The device was then completely removed from the patient and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).